Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received calibration did not occur for 4 times and reported a loss of communication between the insulin pump and the transmitter. It was also reported that customer has received bg not received/no calibration occurred message and the blood glucose value selected to be used for calibration was not received by the transmitter after being sent to the insulin pump multiple times. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and the transmitter will not be returned for analysis.